Event description:
It was reported that this right ventricular (rv) lead was explanted due to a dislodgement. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to a dislodgement, identified by threshold and amplitude testing. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information added: h6 medical device problem codes added.